Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the device has a dark display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the user interface (ui) assembly needs to be replaced. The rse provided parts ID for the ui assembly without nav-ring, v60 (white) for the repair. The investigation is ongoing.

Manufacturer narrative:
Additional information was received by the customer that "dark display" was reported under the wrong device. It should be under serial number (sn): (B)(6) and not sn:(B)(6). The serial number, product UDI and manufacture date were updated. A manufacturer¿s field service engineer (fse) subsequently inspected the device and confirmed that the touchscreen was damaged, resulting in the dark display condition. The fse replaced the ui assembly (w/o nav-ring, white, v60), which resolved the reported issue. Following replacement, the touchscreen display functioned properly. The device successfully passed all required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened.